Manufacturer narrative:
(B)(4). Reported event was confirmed as the pictures received show that the inner cement pouch sealing was opened. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that 1191 products designation refobacin bone cement r 1x40g, reference 4003940001, lot number a708ba2303 were manufactured on 21 july 2017. Two non-conformities (ref 2017-03/160 and ref 2017-03/166) comment in the batch record can potentially explain the described complaint event. 8 similar complaints have been recorded for refobacin bone cement r 1x40g, reference 3003940001 and 4003940001, batch a708ba2303 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the internal sterilized packaging opening for bone cement. This is the first incident in (B)(6) in 2020.